Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that screws fractured inside the implants and implants had to be removed. Tooth sites 46 and 47. Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, a fracture screw identified inside implant. Implant has damage from the removal process. This complaint refers to the specific device unknown biomet screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture screw identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (B)(4). Age at time of the event unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screws fractured inside the implants and implants had to be removed. Tooth sites 46 and 47.